Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected with the explanted ipg.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.